Event description:
The doctor called to report that the customer was hospitalized for high blood sugar levels. It was indicated that the customer was being treated with an insulin drip. The doctor stated that the basal rates needed to be adjusted and they may have been the reason for customer's high blood sugar levels.